Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 500 mg/dl. Customer also stated that they had issue with bent cannula and sugars going high bent troubleshooting was performed for high blood glucose level. Customer was advised to change the infusion set. The product was not returned for analysis.